Event description:
Fax received from the baxter center for service reporting a medwatch from customer. Medwatch reads "the PICC line in left anticubital began leaking at the 4 way stopcock site. Care provider attempted to flush PICC line unsuccessfully. PICC line discontinued." There is no report of pt injury. Writer was able to get in contact with risk manager, to confirm that there was no report of pt injury. Writer was unable to obtain any info regarding incident.